Manufacturer narrative:
There is no indication that the customer reported complication of pneumothorax was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. An ion product was not returned to intuitive surgical, inc. (Isi) for evaluation. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that the patient developed a pneumothorax after an ion lung biopsy procedure. The intuitive surgical, inc. (Isi) endoluminal sales representative (esr) was present during the procedure and stated the case was completed with no issues with the ion system or instruments and accessories. The patient experienced a pneumothorax in the right middle lobe (rml), and it was identified via post-operative x-ray. Per the esr, no chest tube was placed at the time of the call. The esr shared that the patient was a female, but no other demographics were provided, and patient's current status was unavailable at time of report. Isi made multiple attempts to obtain additional information; however, no further details have been received as of the date of this report.